Manufacturer narrative:
The insulin pump was returned with depleted sunbeam alkaline battery installed. The insulin pump passed functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.data analysis: there is no data available due to the device received without a battery installed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2014. The cause of death was cardiac arrest, hyperkalemia, and diabetic ketoacidosis. The caller stated that the customer had gastroparesis, neuropathy, kidney failure, heart disease, and infection. The customer's blood glucose, at the time of death, was above 700 mg/dl. The customer was not wearing the insulin pump at the time of death; the insulin pump had been disconnected for two days prior to death, prior to hospitalization. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the insulin pump has been without a battery since the customer's passing.